Event description:
It was reported that the patient presented with unstable angina on (B)(6) 2011. The patient presented with a lot of complications, both iliac were diseased, post coronary artery bypass in right coronary artery, all grafts were occluded. The left circumflex was 99% occluded. Angiography revealed that the mid left anterior descending artery had a 30% lesion. Plain old balloon angioplasty was performed on the lesion with the 2.0 x 15 mm mini trek balloon at 12 atmospheres and the patient sent to the critical care unit (ccu) for monitoring. On the morning of (B)(6), 2011, the patient was found to have expired in ccu, the death was unwitnessed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is a known adverse event listed in the mini trek instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.